Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the auxiliary water was not emitted forward from distal end due to clogging of the jet tube. The plastic distal end cover was shaved due to a crack of the resin part. The bending section cover had adhesive deterioration and separation on the thread-wound sections. The insertion tube contained buckles and coating peel-off. The connecting tube had a scratch. The up/down and left/right angle knob rotation did not meet standard value due to wear of the angle wire. The protector of the universal cord on the suction connector was damaged, and the universal cord, the control unit, the video cable, the video connector, and the electrical contact of the video connector had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope rubber was cut from one end and the universal cord protector had a cut mark. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, foreign material around the plastic distal end cover, light guide and objective lens was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: based on the information obtained from the customer, it is uncertain whether there was deviation from instructions for use on reprocessing steps for the points where the materials remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material at the ob/lg-lens glue and c-cover could not be identified. However, it's likely the cause of foreign material at the c-cover was related to physical damage located at the c-cover. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - detection methods are written in IFU: gif/cf-170 series operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.